Event description:
On (B)(6) 2011 it was reported the patient was admitted to the hospital with a blood glucose level of 445 mg/dl, positive ketones, and experiencing the symptoms of dehydration and burning with urination. The patient was treated intravenously with insulin. Troubleshooting revealed the pump date/time was correct, the basal settings were correct and all total basal/bolus doses correctly matched those programmed. The technical service representative was unable to speak with the patient in order to troubleshoot the infusion set/site and his technique. The patient suffered symptoms suggesting severe hyperglycemia while using the pump and was hospitalized and received intravenous insulin treatment. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Date of event: not provided.